Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological and gynecological. According to the reporter: the pt underwent a pubovaginal sling procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. In addition, the pt reportedly underwent an anterior and posterior repair.